Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated there was a leak on the arterial extension of the catheter. The catheter had to be pulled and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.